Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer experienced discrepant results on the architect i1000sr analyzer. The following data was provided: tsh; first run: 0.04 uiu/ml ; second run: 1.00 uiu/ml; third run: 0.99 uiu/ml ; second patient: first run: 0.03 uiu/ml; second run: 1.25 uiu/ml; toxo igg; result at 12.4: positive ; previously: 0.4: negative. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service engineer (fse) inspected the analyzer and found leaking from both trigger and pre trigger pumps. The pre trigger pump and the 100ul buffer pump were replaced to resolve the issue. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.